Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced persistent hyperglycemia, with a highest continuous glucose monitor and glucometer reading of 402 mg/dl over approximately eight hours while using an ilet system with a dexcom g7 and a contact detach steel infusion set on the upper abdomen; the user completed a full supply change, then later changed the infusion site only, after which insulin delivery was resumed and glucose decreased to 145 mg/dl. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings available, and the device problem and component involvement could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.